Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician performed a cerebral angiography procedure and used the 5f exoseal vascular closure device (vcd) for puncture site closure. The indicator window never changed color, and the product was withdrawn directly outside the body. A second 5f exoseal vcd with the same lot number was used, but closure still failed, and manual compression was then used. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. A 5f non-cordis short sheath was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. However, the indicator window did not change color during retraction and remained unchanged until the device was fully withdrawn. The devices will be returned for evaluation.